Event description:
The customer reported concern about the diathermy equipment being faulty. During a urogynecology procedure, large loop excision, the pt's "right vaginal side wall became traumatized" and required suturing to stop rapid blood flow. No other complications resulted. The cause was thought to be related to the diathermy equipment building up excess energy. Three incidents involving three pts are being reported.